Event description:
On 2/12/1998 following a ptca procedure, an angio-seal device was placed; however, hemostasis was not obtained with the device & manual pressure was held to the site. A femostop device was then placed for six hours at high pressure followed by another six hours at low pressure. The following morning the site was noted to have a large hematoma with a moderate amount of ecchymosis. An ultrasound was performed which identified a pseudoaneurysm. This pseudoaneurysm was reportedly not able to be compressed with ultrasound guided external compression due to the size of the pt (107 kg female). On 2/13/1998 the pt was taken to surgery where the vessel was repaired. Follow-up with the site on 2/17/1998 confirmed that the pt was noted to be stable, yet remained hospitalized for gi problems which were unrelated to angio-seal. As of 3/13/1998 there have been no further reports of complication or pt sequelae made to the MFR.